Event description:
Updating no treatment for hypoglycemia in h6 section with this report. Updated summary: customer reported having a high sensor glucose of 303mg/dl at 5:56pm and having a low sensor glucose of 76mg/dl at 11:26pm. No treatment was mentioned for the low. High was treated with the pump using smartguard. Customer wanted to know why she was not being informed about her high and lows on the pump. Pump was used within 48 hours of the high and low. Since helpline explained how the pump works on both high and low while on smartguard, customer was likely in smartguard for both the high and low. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced absence of alarm during high and lows on the pump. The customer reported blood glucose value of 76 mg/dl. The customer reported hyperglycemia, hypoglycemia treated with insulin pump (subcutaneous insulin infusion), other. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1884, mmt-7040a, mmt-394a, mmt-332a. Customer reported low bgs. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. Customer reported high bgs. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for mmt-394a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.